Event description:
It was reported that the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. No further information was provided.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.